Event description:
It was reported that this patient was admitted to hospital due to an unrelated arrhythmia event that was treated appropriately with shocks from this subcutaneous implantable defibrillator (s-ICD) system. Because the device was listed in the emblem premature depletion advisory and only 15% of the battery longevity was remaining, the physician elected to surgically explant and replace the device to resolve the event. The patient was stable with no additional adverse effects. The s-ICD was received for analysis and is pending the investigation conclusion. Once the analysis is complete, this record will be updated with results.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Event description:
It was reported that this patient was admitted to hospital due to an unrelated arrhythmia event that was treated appropriately with shocks from this subcutaneous implantable defibrillator (s-ICD) system. Because the device was listed in the emblem premature depletion advisory and only 15% of the battery longevity was remaining, the physician elected to surgically explant and replace the device to resolve the event. The patient was stable with no additional adverse effects. The s-ICD device was subsequently received for analysis.